Event description:
During a vats procedure, the instrument did not fire properly and difficulty was experienced opening the device. The surgeon manually manipulated the device open and the approximating lever broke in the process.